Manufacturer narrative:
The ie33 and transducers were evaluated on site by philips service engineer and determined to be performing as intended and remained in use at the user facility. Subsequent to the events reported, several procedures have been performed using the involved products without incident. Pending response from risk manager, the initial opinion of the risk manager and doctors involved suggest they do not believe there was a casual connection between the adverse event and the ie33 equipment.

Event description:
The 3d tee probe was used to monitor patient during CABG surgery. Some time after the procedure, an esophageal tear was discovered.